Event description:
It was reported that low impedance values were measured during remote follow-up. The patient presented to the clinic for lead integrity testing. An x-ray and fluoroscopy imaging did not show lead damage. Induction testing was performed, and possible output circuit damage displayed after the patient received hv therapy. The lead was replaced.

Manufacturer narrative:
Na